Event description:
Reported by the complainant as follows: we report the case of (B)(6) old man who developed massive rectal bleeding associated with he use of a fecal collecting device: the flexi-seal fecal management system. A colonoscopy showed an acute laceration of the anterior rectal wall mucosa, 6 cm from the anal verge, with active bleeding. The tear was most likely the result of an acute event, such as sudden movement of the device within the rectum or trauma sustained during insertion. Massive transfusion was required, and surgical endoscopic treatment was necessary to ensure hemostasis. This is, to our knowledge, the first such case to be reported.

Manufacturer narrative:
(B)(4).